Event description:
Patient presented with high lead impedance and was referred to surgery. It was then reported that the patient experienced an increased in seizures and was transported to the hospital via ems. The patient presented pre-operatively with lead impedance within normal limits; after the generator was replaced, diagnostics were still found to be within normal limits. The explanted generator was discarded and no surgical intervention has been taken with the suspect product to date (lead). No other relevant information has been received to date.